Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times at 100% battery life. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose level was not impacted. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.